Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and associated implantable transvenous defibrillation lead exhibited impedance measurements of > 3000 ohms and left ventricular lead impedance measurements of > 2000 ohms.